Manufacturer narrative:
(B)(4). This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) lead, it was noted that the pacing impedance measurements were above 2,500 ohms. The lead was repositioned several times but the pacing impedance measurements remained out of range. The lead was extracted and revealed a fracture near the tip of the lead with blood contamination. This rv lead will be returned for laboratory analysis. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Initial inspection noted that the distal tip was bent at a five-degree angle between the helix housing and electrode ring. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations of a lead fracture. Although the lead tip was bent, the lead was still found to be electrically continuous.